Manufacturer narrative:
A review of the device history record for strattice lot sp100464 has been initiated. If any new, changed or corrected information is noted, a supplemental report will be submitted. This is a known potential adverse event addressed in the product labeling. Without relevant patient factors, a relationship between the strattice and this event could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.

Event description:
This is follow up#1 to report on 26/jul/2023, pmqa received notification from legal that the plaintiff profile form was received associated with this event. As per the ppf form, the patient was implanted with strattice device lot sp100464-010, ref# 2540002p on (B)(6) 2017. The patient underwent a "repair of recurrent ventral hernia" on (B)(6) 2018. Additional information states "the failure of the mesh caused chronic pain and a hernia recurrence which required an additional surgical procedure. The patient continues to experience symptoms, including, but not limited to, pain and discomfort as a result of the recurrence caused by the failure of the strattice hernia mesh implant." The form lists the patient was treated for "hernia recurrence", "severe pain", and ¿all other conditions identified" with approximate dates of treatment in 2018 and 2020. The ppf form also indicates the patient was implanted with another non-abbvie device, bard: phasix on (B)(6) 2022 and was treated for "hernia recurrence¿, ¿serve pain¿, in approximately 2022. The initial report inadvertently stated the first device implant date was (B)(6) 2018; however the correct date associated with the first device implanted is (B)(6) 2017. As reported in the initial: limited information was reported through a legal event that a patient was implanted with strattice (B)(6) 2018, strattice perforated on (B)(6) 2017 and strattice laparoscopic on (B)(6) 2020. The form also indicates that on an unspecified date, the strattice implant had been ¿removed or revised¿. No information was provided on the indication for the initial surgery or the reason for the removal or revision. This record is associated with the first device implanted (B)(6) 2018. This is the same event and the same patient reported under MDR 1000306051-2023-00140 (abbvie complaint # (B)(4)) and MDR 1000306051-2023-00141 (abbvie complaint # (B)(4)).

Event description:
As reported in follow up#1: this is follow up#1 to report on 26/jul/2023, pmqa received notification from legal that the plaintiff profile form was received associated with this event. As per the ppf form, the patient was implanted with strattice device lot sp100464-010, ref# (B)(4) on (B)(6) 2017. The patient underwent a "repair of recurrent ventral hernia" on (B)(6) 2018. Additional information states "the failure of the mesh caused chronic pain and a hernia recurrence which required an additional surgical procedure. The patient continues to experience symptoms, including, but not limited to, pain and discomfort as a result of the recurrence caused by the failure of the strattice hernia mesh implant." The form lists the patient was treated for "hernia recurrence", "severe pain", and ¿all other conditions identified" with approximate dates of treatment in 2018 and 2020. The ppf form also indicates the patient was implanted with another non-abbvie device, bard: phasix on (B)(6) 2022 and was treated for "hernia recurrence¿, ¿serve pain¿, in approximately 2022. The initial report inadvertently stated the first device implant date was (B)(6) 2018; however the correct date associated with the first device implanted is (B)(6) 2017. As reported in the initial: limited information was reported through a legal event that a patient was implanted with strattice (B)(6) 2018, strattice perforated on (B)(6) 2017 and strattice laparoscopic on (B)(6) 2020. The form also indicates that on an unspecified date, the strattice implant had been ¿removed or revised¿. No information was provided on the indication for the initial surgery or the reason for the removal or revision. This record is associated with the first device implanted (B)(6) 2018. This is the same event and the same patient reported under MDR 1000306051-2023-00140 (abbvie complaint # (B)(4) and MDR 1000306051-2023-00141 (abbvie complaint # (B)(4).

Event description:
Limited information was reported through a legal event that a patient was implanted with strattice (B)(6) 2018, strattice perforated on (B)(6) 2017 and strattice laparoscopic on (B)(6) 2020. The form also indicates that on an unspecified date, the strattice implant had been ¿removed or revised¿. No information was provided on the indication for the initial surgery or the reason for the removal or revision. This record is associated with the first device implanted (B)(6) 2018. This is the same event and the same patient reported under MDR 1000306051-2023-00140 (abbvie complaint # (B)(4)) and MDR 1000306051-2023-00141 (abbvie complaint # (B)(4))

Manufacturer narrative:
This legal event is being reported out of an abundance of caution as serious injury due to the reported recurrence with surgical intervention. The lot associated with this event was not reported and remains unknown; therefore an internal investigation into the device history records could not be performed. No strattice devices were returned for evaluation. Based on the limited information, including no identification of the lot number, and without relevant patient factors, a relationship between the event and the strattice could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.